Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that they were having a lot of pain in that area. It didn't feel right. They could feel it through the skin almost like it was popping out. It was not stimulation pain, it was a burning sensation and sometimes it throbbed. When they first had it put in the area was kind of big and now it was about the size of a dime. The incision area had gotten red and they hadn't noticed that in a long time. Patient said, they had not changed their program. The issue had been going on for a few days. The patient was redirected to their healthcare provider to further address the issue. Patient had an appointment with the doctor that afternoon but they suggested they call the manufacturer.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.